Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4lbs due to moisture damage in the force sensor resistor. The pump was received with a cracked reservoir tube lip and a minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was changing the infusion set and rewound the insulin pump. Customer put the reservoir in and was filling the tubing when he got the compromised force sensor system alarm. Customer stated that he had a low reservoir alert and his blood glucose level was 219 mg/dl. Customer stated that the pump has been in his pocket the whole time. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.